Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, white biological tissue in the shell and device found to be underweight. A visual and microscopic analysis was performed which identified a sharp broken on the posterior assessed as a surgical impact opening, for the stress mark in the shell and a wear abrasion. A dimension measurement on the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Patient reported left side "rupture". Healthcare professional reported "seroma" and "many lymphocytes." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "seroma" "many lymphocytes".

Event description:
Patient reported left side "rupture". Healthcare professional reported "seroma" and "many lymphocytes." Device was explanted.